Manufacturer narrative:
The customer¿s report that a device which was showing a yellow banner on the screen was a result of a programmed delay with a call back option set to ¿before & after¿ and not the result of a spillage was confirmed. Physical inspection noted the device to be in good condition. There were observations of dried fluid and corrosion forming on the iuis. No other anomalies was observed. Review of the pcu error log showed no errors or malfunctions. Testing performed on the devices found the yellow banner was a result of a programmed delay with the call back option set to ¿before & after¿. The root cause of the customer¿s report of a ¿yellow banner¿ was the result of a programmed delay with the call back option set for ¿before and after¿.

Event description:
The customer reported the device showed yellow banners on the screen from possible fluid ingress. The event occurred during a levophed infusion. The other pump modules attached were labeled fentanyl, octreoride, and "kvo+meds" (unspecified fluid and medications). Liquid spillage was noted on the iuis. There was no patient harm. Preventative maintenance ("pm") was performed on a device involved on (B)(6) 2019, on another device on (B)(6) 2018, and on a third device on (B)(6) 2018.

Manufacturer narrative:
Patient identifier: (B)(6). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device showed yellow banners on the screen from possible fluid ingress. The event occurred during a levophed infusion. The other pump modules attached were labeled fentanyl, octreotide, and "...0+meds" (unspecified fluid and medications). Liquid spillage was noted on the iuis. There was no patient harm. Preventative maintenance ("pm") was performed on a device involved on (B)(6) 2019, on another device on (B)(6) 2018, and on a third device on (B)(6) 2018.